Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, malposition.

Event description:
Patient reported ¿prosthesis with rotation¿. Later healthcare professional reported ¿prosthesis with rotation¿. Later patient reported ¿intracapsular rupture¿. This record is for the right side. Device remains implanted.